Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following the exchange of a non-boston scientific sheath for a faradrive sheath and before advancement of a farawave or mapping catheter, multiple attempts were made by the physician to aspirate the faradrive sheath with a 20ml syringe. Air bubbles were seen in the syringe during each attempt. The sheath was therefore replaced, and procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following the exchange of a non-boston scientific sheath for a faradrive sheath and before advancement of a farawave or mapping catheter, multiple attempts were made by the physician to aspirate the faradrive sheath with a 20ml syringe. Air bubbles were seen in the syringe during each attempt. The sheath was therefore replaced, and procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed and testing was no further continued. The sheath's handle cap and valve cap were removed to examine the flush lumen and the hemostatic valves under the microscope. No damage was observed on the flush lumen. However, the external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of air ingress. Additionally, the internal valve was found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping.